Event description:
During evaluation of a returned homechoice device,an increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy on (B)(6) 2013 at 14:13:41. During night drain cycle one, the patient's ultrafiltration reading was 677 ml, indicating the home patient (hp) drained 677 ml more than their maximum programmed fill volume of 950 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined. Should additional relevant information become available a supplemental report will be submitted.